Event description:
It was reported that patient underwent a reverse shoulder procedure on an unknown date. Subsequently, the baseplate screws fractured. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date implanted - (B)(6) 2014. Date explanted - (B)(6) 2014.

Event description:
It was reported that patient underwent an initial right shoulder procedure in (B)(6) 2014. Subsequently, the patient was revised in (B)(6) 2014 due to the baseplate pulling away from the glenoid and fracture of central screw causing bone loss.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. 510k number - unknown. Manufacture date ¿ unknown

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial shoulder procedure on an unknown date. Subsequently, a revision procedure is planned due to the baseplate pulling away from the glenoid and fracture of central screw causing bone loss; however, a revision procedure has not been reported to date.

Manufacturer narrative:
This follow-up report is being filed to correct the initial notification date to july 3, 2014.